Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the physician encountered difficulty implanting a pacing lead into the septum. The lead helix would spin but would not advance into the septal tissue despite adjustments to pressure and the use of different catheters. Tissue was noted within the lead helix, and the physician reported significant difficulty removing it. A n alternative lead was attempted; however, its helix also would not screw into the septum despite the use of different catheters and alternate placement attempts. The physician again noted the presence of tissue within the lead helix that was difficult to remove. Neither lead was used for implant. No patient complications have been reported as a result of this event.